Event description:
Portion of deployment device released with the boston scientific corporation duodenal bend biliary stent with rx delivery system in the patient. Clear plastic tubing approximately 4 inches long came off of the stent guide wire and remained attached to the stent which was in place in the duct. The deployment piece was removed successfully from the patient by the provider. This caused increased anesthesia time and increased cost to the patient with extra needed supplies.